Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was over 600 mg/dl. The customer reported that the site issue not associated with infusion set insertion site. The customer reported that they had site issue and they did receive medical treatment as a result of the site issue. The device will not be returned for the analysis.